Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope tip melted by heat and jointed to the sheath. The issue occurred during a therapeutic orthopedic arthroscopy procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to improper handling and excessive force. The damage was most likely caused by a severe high frequency current arcing caused by unintentional contact with other surgical equipment, or the distal jaws were constantly touching each other without tissue contact during the high frequency application. Olympus will continue to monitor field performance for this device.